Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was a shorted capacitor, designator c157, on the analog pcb assembly. The shorted capacitor caused bias 1 and bias 2 to have the wrong voltage, which in turn caused the devices impedance to indicate incorrectly that a patient was connected, when it was not. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display. Upon examination of the device, physio-control observed that it behaved as though a patient load was connected, and with intermittent motion alarms. The intermittent motion alarms would prevent the unit from analyzing the patient's ECG rhythm; therefore, the unit would not go through the process of charging and shocking, if necessary. There was no patient use associated with the reported event.